Manufacturer narrative:
The meter has been returned and evaluated by product analysis on 09/17/2015 with the following findings: during testing, the meter was found to be unable to progress to the setup screen. Moisture damage was observed inside of the meter. (B)(6).

Event description:
The meter remote was returned to animas. Product analysis evaluated the meter and found moisture damage inside the meter. This report is made based on the results of evaluation completed on 09/17/2015.